Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a missing grommet, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was difficulty engaging the setscrew of the implantable pulse generator (ipg). The ipg was removed and replaced. No patient complications have been reported as a result of this event.